Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 4:00pm. Meter gave a result of 121mg/dl but the end-user showed symptoms of low blood sugar and the ems was called. Reporter stated that the end-users home health aide checked her blood glucose and received a 121mg/dl; however, the end-user was disoriented and the aide then called ems. Ems arrived within 5-10 minutes and performed a bgt with their meter and received a result of 33mg/dl. Paramedics did not test with the prodigy meter. Paramedics started an IV to administer glucose. End-user was then transported to the ER by the ems upon arrival her blood glucose was 70mg/dl. End-user had lab tests, a cat scan and a chest x-ray. All results were normal. End-user was in the ER for about 4 hours and was not admitted. Discharge instructions were to follow up with primary dr. To have insulin decreased by 5 units. End-users blood glucose at discharge was 80mg/dl. She was treated at (B)(6) memorial hospital - (B)(6): emergency room (B)(6).